Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a lost sensor alarm and then removed the sensor. Customer advised that they can see the platinum electrode but not the cannula that surrounds it. Customer was advised to speak to health care provider to review insertion site to ensure no remaining cannula is in place. No additional information provided.